Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing and x-ray of the lead found that the cathode coil (inner coil) was fractured at the distal end of the terminal pin. The distal side of the fracture shows that the conductor coil is necked down at the fracture site indicating the observations were most likely the result of trying to extend the helix.

Event description:
Boston scientific received information that this brady lead was attempted at a system implant procedure. It was noted that the lead helix would not retract or extend. The lead was not used, and another lead was successfully implanted. No adverse patient effects were reported.